Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons had to press several times to get it work. Customer¿s blood glucose was unknown at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated the pump was dropped. Customer stated block mode is inactive. Customer stated an alarm was not in progress at the time the button was unresponsive. Customer stated that the buttons were responding now. The insulin pump will not be returned for analysis.